Event description:
Event description guidant received information that the patient is hospitalized due to decompensation caused by heart failure. While hospitalized it was found that the implantable cardioverter defibrillator (ICD) had undersensed the patient's ventricular fibrillation (vf). A review of the episode summary noted it was recorded as a non-sustained ventricular tachycardia (vt) episode due to the large changes in the intervals (torsade-like rhythm). The patient was externally caradioverted and is fine.